Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4) displayed user advisory (ua) 02 (compression tracking error)" was confirmed during both archive data review and functional testing. The reported complaint that "the autopulse platform intermittently displayed fault code 21 (position change does not coincide with motor direction)" was confirmed in the archive data but was not replicated during functional testing. The root cause of both the reported error messages was the malfunctioning drivetrain motor due to failed component(s) and/or attributed to wear and tear. This autopulse platform was manufactured in august 2017 and has exceeded its expected service life of 5 years. Visual inspection was performed and found no physical damage to the autopulse platform. The archive data review showed multiple ua02 and fault code 21 around the customer's reported event date, confirming the reported complaint. Functional testing failed due to the ua02 advisory message displayed upon powering up the platform, confirming the reported complaint. Technical investigation revealed that the root cause of both ua02 and fault code 21 was the malfunctioning drivetrain motor, which will be replaced to address the customer's reported problem. During testing, the zoll service personnel inspected the platform's driveshaft, inserted the band clip of a known-good lifeband into the driveshaft slot, and manually rotated the driveshaft with no issues. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(4).

Event description:
The customer called zoll tech support and reported that the band clip of the autopulse lifeband (lot # unknown) could not be secured into the driveshaft slot of the autopulse platform (sn (B)(4). The customer also reported that the platform displayed user advisory (ua) 02 (compression tracking error). Zoll tech support personnel advised the customer to test the platform with another lifeband to see if the issue would resolve. The customer replaced the lifeband, and it securely seated into the driveshaft slot of the autopulse platform. Per the customer, they discarded the first lifeband as it was broken. During multiple testing with the 2nd lifeband, the autopulse platform intermittently displayed fault code 21 (position change does not coincide with motor direction) and ua02 advisory message. No patient involvement. Please see the following related MFR report: MFR # (B)(4) for the autopulse lifeband (lot # unknown).